Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On an unspecified date, the patient was treated with unspecified medication for the event. The patient¿s outcome was not reported. At the time of this report, pd therapy was stopped. The reporter declined to provide additional information.

Manufacturer narrative:
B3: the event occurred on an unreported date on (B)(6) 2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.